Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of telemetry difficulty and a loose universal serial bus (usb) connection. It was determined both that the radiofrequency head connection was loose and that there was a loose fit inside the usb connector port. The link electronic module (lem) board was replaced and calibrated and the media processing unit was also replaced to resolve all. (B)(4).

Event description:
It was reported that the programmer had difficulty establishing a connection with implantable heart devices in order to interrogate, even after changing out the radiofrequency programmer head. It was further reported that its universal serial bus (usb) connection for the printer or thumb drive was "touchy" as well. The programmer was returned for service. No patient complications have been reported as a result of this event.